Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill error after a piece of the pump broke off. The iabp was reported to be changed out and therapy was continued. There was no patient harm or injury and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.